Event description:
It was reported that an african american female who underwent breast augmentation revision with mentor smooth round moderate plus profile 500cc saline prostheses experienced a desire for breast implant prophylactic removal to avoid injury. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The patient had an event with her previous set of implants reported under 1645337-2021-08140. See 1645337-2022-05112 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a/ (FDA correction/ removal reporting no.): 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).